Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® conformable aaa endoprosthesis in zone 9. It was reported that the device was inserted and deployed fully. When the device was being retracted out of the patient, it got caught on the sheath, simultaneously, the physician continued to pull and the olive tip separated. The complete olive tip was able to be retrieved. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device evaluation determined the following: a catheter break was identified near the transition bond. Remnant of the inner member material was observed around the bonding area of the bump assembly. Evidence of stretching was identified on the inner member. The state of the returned device is consistent with the reported observation that "the device was being retracted out of the patient, it got caught on the sheath, simultaneously, the physician continued to pull and the olive tip separated". Based on the evidence of bonding at the transition bond and the evidence of stretching in the inner member, suggesting catheter withdrawal with increased forces. No manufacturing deficiency was identified.